Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture in the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.